Event description:
A facility reported a hakim valve was implanted on (B)(6) 2024 with setting 140, but it was stuck at 30 (after x-ray check). Therefore, the valve was explanted and replaced on (B)(6) 2024. The patient recovered.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The hakim valve was returned for evaluation: DHR - lot: 6214940, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; no defect was noted. The valve passed the tests for programming, occlusion, leak, reflux and pressure. Root cause - at the time of investigation no occlusion issues were noted. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve.

Event description:
N/a.